Event description:
The rptr stated the surgeon inserted an aq2015a silicone three piece lens and the back haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Evaluation codes: method - (other): lens work order search, injector lot number search, cartridge lot number search. Results - (other): visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of reddish residue. A lens work order search was performed, and no similar complaint was found within the work order. An injector lot number search was performed, and six similar complaints were found within the lot. A cartridge lot number search was performed and no similar complaints were found within the log. Conclusions - (other): based on the complaint history, work order search, lot number searches and the eval of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for eval.